Manufacturer narrative:
The reported event of high voltage lead impedance out of range was confirmed via review of merlin.net data. Final analysis found the event was not reproducible. The cause of the event was undetermined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited high defibrillation impedance. It was noted that the impedance was in range at implant on (B)(6) 2021. A display anomaly was suspected but not confirmed. The device was explanted and replaced. The patient was in stable condition.